Manufacturer narrative:
Cont. H.6: f2201 and f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphoma-alcl and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl and seroma.

Event description:
Patient reported left side "my left breast started to develop bia alcl symptoms...it started with a terrible "underskin" rash that lasted for about a week. Over night my left breast developed a very painful swelling due to liquid build up." Sample was sent for testing which identified atypical cells, cd30+ and alk1-. Histopathological markers cd30+ and alk- have been received. Device was explanted. Treatment: device explant, total capsulectomy.